Event description:
It was reported that a patient underwent a totally prostatectomy on (B)(6) 2012 and a drain was used. The drain was fixated with sutures. The drain became displaced and was fixated on (B)(6) 2012. On (B)(6) 2012, it was reported that there was a failure of the device to drain and on (B)(6) 2012 the drain was removed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Failure to drain. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01319. The same patient is represented in each medwatch.

Manufacturer narrative:
The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The drain had dried tissue and blood inside which created difficulty with draining. The were no cracks or breaks noted in the drain.